Event description:
It was reported that the cutting balloon ruptured at 8 atm's on the initial inflation potentially causing a dissection distal to the balloon. The in-stent restenosed lesion being treated was located in the mid to distal rca. A stent was placed to treat the dissection. Physician stated that "the plaque break may have extended past the edge of the stent causing the dissection". Pt status is reported as fine.